Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances and lead safety switch (lss). Technical services (ts) recommended programming changes for this lead. After reprogramming, lss occurred again, and high capture thresholds were noted, which the patient felt. Ts recommended checking the set screw with the header for the pacemaker. Pocket revision was scheduled for the patient. This lead and pacemaker remain in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances and lead safety switch (lss). Technical services (ts) recommended programming changes for this lead. After reprogramming, lss occurred again, and high capture thresholds were noted, which the patient felt. Ts recommended checking the set screw with the header for the pacemaker. Subsequently, pocket revision was performed and the set screws were found to be installed securely. No programming changes were performed. This lead and pacemaker remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the event description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedances and lead safety switch (lss). Technical services (ts) recommended programming changes for this lead. After reprogramming, lss occurred again, and high capture thresholds were noted, which the patient felt. Ts recommended checking the set screw with the header for the pacemaker. Subsequently, pocket revision was performed and the set screws were found to be installed securely. No programming changes were performed. This lead and pacemaker remain in service. No additional adverse patient effects were reported.